Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02481 and 2134265-2014-02480. It was reported that automatic pullback failure occurred. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit(mdu) automatic pullback stopped as soon as they pushed the pull back button. There was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The mdu-5 plus unit failed the mdu-5 plus basic functional test. The motor drive's pullback feature was functional. However, it failed to produce a clear image. The cause of the failure is a defective lemo cable due to a supplier issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02481 and 2134265-2014-02480. It was reported that automatic pullback failure occurred. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit(mdu) automatic pullback stopped as soon as they pushed the pull back button. There was no patient involvement.